Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that flex vision display problem. Upon troubleshooting rse reconnected the display cable or video splitter, as it may be a loose or defective connection. To resolve the issue, rse reconnected the cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc had a display problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.